Manufacturer narrative:
Requests for additional information provided no further details. Conclusion: the reported thrombus appeared to have caused the occlusion, however a true root cause to the thrombus was not determined. No device was returned, and no unique device identifier numbers were provided. Without this information a review of the device history record could not be performed and root cause could not be identified.

Event description:
Medtronic received information via literature review of serious complications in three patients who underwent a fontan procedure with implantation of bioprosthetic pulmonary valved conduit. This report describes patient 3. Patient 3 ((B)(6) years old, male,) was successfully implanted with a 18-mm valve-less conduit (serial number not reported) in a total cavopulmonary connection. A few hours post-implant, the patient exhibited low cardiac output, high systemic venous pressures and cyanosis. In a surgical intervention, a subtotal occlusion of the conduit was found with the thrombus localized halfway through the prosthesis. The conduit was explanted, and replaced by a 16-mm polytetrafluoroethylene (ptfe) conduit. During post-operative recovery, a left-sided hemiparesis with aphasia and ataxia developed as a result of a parietal cerebral infarction. At a later follow-up, minor left-sided hypertonia and facial paresis persisted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to medtronic. (B)(4). Title: bovine jugular vein thrombosis in the fontan circulation authors: paul h. Schoof, md, phd, arjun d. Koch, md, mark g. Hazekamp, md, phd, tjalling w. Waterbolk, md, tjark ebels, md, phd,and robert a. Dion, md journal: journal of thoracic and cardiovascular surgery, november 2002, volume 124, issue 5, pages 1038¿1040 doi:10.1067/mtc.2002.125646.